Manufacturer narrative:
Additional information was added to a1, b5, f10 health effect/ impact codes, h6 and h11: b5: the event occurred neuro science intensive care unit (nsicu). The event occurred during patient infusion of milrinone (rate 11.8ml/hour; 95ml was infused). There was no report of patient injury or medical intervention associated with this event. H11: an event history log review was performed, and noted several infusions were ran; however, the infusion parameters were not provided by the customer to determine if mis programming occurred, or a device issue occurred during the event. The reported condition was not verified. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred during the use of a novum iq large volume pump (lvp). This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.